Event description:
This lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to an impedance issue. Upon routine interrogation in clinic, shock lead impedance was found to be greater than 125 ohms. X-ray revealed that anterior/proximal coil was broken in half. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).